Event description:
It was reported that a new ilet user experienced hyperglycemia, with blood glucose decreasing from 236 mg/dl to 217 mg/dl while trending downward; the user confirmed a breakfast meal bolus approximately 1.5 hours earlier and was educated on checking insulin on board and understanding corrections. Investigation of this case revealed no device malfunction and that insulin corrections were active as expected. No clinical symptoms associated with elevated blood glucose reported. Outcomes included no injury, no medical intervention beyond device-guided correction. It was concluded that the event was consistent with transient hyperglycemia during early therapy initiation without evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.